Event description:
The customer reported to olympus that the inner ceramic sheath tip on resectoscope sheath come off in the patient during an unknown procedure. There is no evidence that the device tip was retrieved from the patient. There is no report of patient harm. There is no evidence that medical intervention was undertaken. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.